Event description:
It was reported that the patient had her internal neurostimulator (ins) explanted in (B)(6) 2008, while the leads were left implanted. It was further noted that the ins explant was needed to perform a scheduled MRI because of pregnancy issues. The patient stated that the MRI "did not give her any problems.' Patient outcome was not provided.

Manufacturer narrative:
Product ID 7496-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3982, serial # (B)(4), implanted: (B)(6) 1999, product type lead.